Manufacturer narrative:
This report is being amended to reflect changes. This report will be amended when our investigation is complete.

Event description:
It is now reported that the patient has been revised due to pain and loosening.

Manufacturer narrative:
This information was reported in error on initial MDR #1822565-2016-03921 on 10/25/2016. The product history search performed found no other complaints for the tibial component against the part and lot combination. Updated information received via primary and revision operative notes. Primary operative notes confirm that the patient underwent right total knee arthroplasty for severe degenerative joint disease. Review of primary operative notes does not indicate root cause. Range of motion and stability were found to be excellent throughout with well-balanced gaps and acceptable tracking of the patella. The revision operative notes provided confirm that the patient underwent revision for failure of right total knee arthroplasty and for the recalled tibial component. During the surgery it was seen that femoral patellar component was well fixed and there were no signs of infection seen. The tibia was removed and there was 50% of bone ingrowth and 50% of fibrous ingrowth seen. A definitive root cause remains undetermined with the information provided. However, the complaint may be revised upon return of product or further information. The related product family code for this event was identified as belonging to an identified trend per the monthly complaint review process per corrective actions.

Manufacturer narrative:
Received legal update confirms that the patient was revised on (B)(6) 2015. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate is that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Manufacturer narrative:
(B)(4). Device history records were reviewed and no deviations or anomalies were found. This device is used for treatment. A product history search revealed no additional complaints against the related part and lot combination. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. It is reported that a revision surgery is planned for (B)(6) 2015. A definitive root cause cannot be determined with the information provided.

Event description:
It was reported that the patient is experiencing soreness, aches, pain, and discomfort. A revision surgery is scheduled.